Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements. The lead was repositioned. Following pocket closure the patient became hypotensive. An echocardiogram revealed a pericardia effusion which required intervention to drain the blood. Afterwards the patient's blood pressure returned to normal. The patient is fine and the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements. The lead was repositioned. Following pocket closure the patient became hypotensive. An echocardiogram revealed a pericardia effusion which required intervention to drain the blood. Afterwards the patient's blood pressure returned to normal. The patient is fine and the lead remains in service. Additional information received indicates that the rv lead was repositioned following a confirmed perforation and effusion. The lead remains in service.